Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that whenever the user tries to issue out ext item, it did not pop open. A technical support specialist (tss) guided the pharmacy staff on how to uncheck the key item setting on the item ID. Once this was updated, the pharmacy was able to successfully add the item to the key combo and issue the key in the medbank system without any further issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie that contain keys unable to open. User tried to issue out ext item, but not pop open the refrigerator key.there were no adverse events or injuries reported based on this event.